Manufacturer narrative:
Lab analysis of the device found no defect. Corrected information was available on 20/jul/2017 at the time of initial report. Information was inadvertently omitted from the initial report. The additional information contained in this report was received on 8/aug/2017.

Event description:
Corrected information: it was clarified that the "syringe luer lock broke while injecting" and the product "leaked." Injection was ceased.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "[method of use] preparation before use: this product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Method of use: remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig.4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the chin using the packaged needle. During injection, there was "syringe separation." There were no reported injuries.